Manufacturer narrative:
Valve in valve is performed as an intervention for severe or clinically significant pvl, central leak, or due to malposition. This intervention is performed to treat serious injury and/or prevent permanent impairment. Due to the limited information available, the reason for this valve in valve procedure cannot be determined. It is possible that, in addition to the procedure itself, unknown patient factors may have contributed to the event. At the time of this report, there is no indication or allegation that a product deficiency or device malfunction contributed to the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. Additional information has been requested regarding the reason for the valve in valve procedure but has not been received. A supplemental report will be submitted in accordance with 21 cfr 803.56 when and if additional information becomes available.

Event description:
As reported by the sales representative, approximately 8 years post implant of a 26mm sapien 3 valve in the aortic position, a new 26mm sapien 3 ultra valve was implanted valve in valve (viv). The cause of the viv procedure is unknown, additional information is not available at this time.